Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had multiple low flows while connected to power module. Rotations per minute dropped to 2600, flow and pulsatility index dropped to 0 and power elevated to 25.5. While evaluating the patient, an odd noise was heard coming from the controller. Patient was exchanged to new controller that was connected to the power module and the pump failed to start again with power trending to 25.5. Once controller was connected to batteries the pump started correctly and all parameters returned to baseline. Patient is currently attached to a power module using a non-grounded cable and has not had any issues so far. Driveline was replaced. Log file analysis showed series of abnormal set speed drops below low limit on (B)(6) 2020 causing alarms. The new controller log files show that the pump power levels appear within normal parameters.

Manufacturer narrative:
Section d10, e2, g3, h3, h4: correction section b5: additional information. Pump stops on (B)(6)2020 are reported under MFR # 2916596-2020-04764. Manufacturer's investigation conclusion: although the pump stops captured in the submitted log file appear consistent with a potential driveline wire issue, the specific root cause could not be confirmed during the evaluation of the returned segment from heartmate ii left ventricular assist system (lvas), serial number (B)(6). An onsite driveline repair was performed on (B)(6)2020 by abbott personnel. The driveline was severed approximately 10" from the controller connector and the distal portion was replaced with no issues under work order (B)(4). The approximately 18" segment of driveline was returned for evaluation. Electrical continuity testing did not reveal any discontinuities or shorts. Upon disassembly, visual inspection of the driveline did not reveal any damage to the insulation of the wires. The driveline was submerged in a saline bath for hi-pot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that could have contributed to an electrical short. The evaluation of the returned driveline did not reveal a wire issue that would have contributed to a functional issue. It was reported that the patient was placed on a non-grounded patient cable and that the patient was discharged home. The patient was mildly symptomatic at the time of the pump stops. The patient remains ongoing on ventricular assist device (vad) support. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Implant kit was shipped to the customer on 23jan2017. The heartmate ii lvas instructions for use (IFU) and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents outline all system controller alarms as well as how to respond. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was found to have short-to-shield. A driveline repair was performed by abbott engineers. Initially, there were no alarms while on grounded cable. The patient was then discharged home. The patient represented (B)(6) 2020 with additional pump stops. The patient put on a non-grounded cable and was again discharged home. There were ongoing discussions regarding potential vad exchange vs. Remaining on non-grounded cable. The patient was otherwise doing well with no issues. It was noted that the patient was mildly symptomatic at the time of the pump stops. No additional information was provided.